Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was happy with her coverage but it seemed as if the stimulation had moved slightly. The implant was interrogated and contacts 0, 2, 3, 4 and 6 were all over 10000 ohms. The patient was reprogrammed to only use electrodes 1, 5 and 7. The patient was still receiving adequate coverage. It was discussed that she may need a lead revision but at the time of the report she was happy with the program. The indications for use were spinal pain and post traumatic neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedance was not determined. The rep said they would discuss and confirm with the physician when/if patient decided to have lead revised. No further complications were reported/anticipated.